Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in-clinic following a vibratory alert. The system was then interrogated and it was revealed that the pacing impedance of the left ventricular lead was high and out-of-range. Fluoroscopic imaging was conducted but the cause of the event could not be determined. The device was reprogrammed to resolve the event. The patient was stable with no consequences.